Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm battery out limit, weak battery and battery cap cracked. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated that there is no damage to pump casing or battery compartment but cap is worn. The customer was advised to clean battery compartment with q tip and cotton swab. The customer was advised that replacement battery cap would be sent.